Event description:
It was reported that stimulation was not effective anymore. The patient had felt the paresthesia gradually decrease. It was verified that the ins (implantable neurological stimulator) had a good battery level. Lead impedances tested with the leads still connected to the ins showed some impedances out of range. Both leads were replaced. During revision, the leads were tested with an ens (external neurological stimulator) and it was confirmed that stimulation was not effective. Following revision, the patient is well.

Manufacturer narrative:
The leads were returned to the manufacturer for analysis, which was not complete as of the date of this report. A follow-up report will be submitted when the device analysis is complete.